Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. During electrical testing the lead failed the hi-pot test. Destructive analysis was performed and visual inspection found inner insulation damage at the suture sleeve tie impression region which is consistent with over tighten suture tie. The cause of the reported event was isolated to the damaged inner insulation due to over tighten suture tie which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 section: previously reported as noise oversensing led to pacing inhibition but should actually mentioned noise oversensing only.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient was in stable condition.